Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. Bench testing revealed the pigtail vent side cable extension would not properly connect to the ventilator power connector due to the power flex due to a damaged lemo connector. A review of the event trace revealed several inop entries. Carefusion replaced the power flex to resolve the issue.

Event description:
It was reported to carefusion that the lemo vent side connector would not lock into the unit's power port. While in service, a review of the event trace log indicated several inop conditions. This reportable vent was discovered while in service, therefore there was no patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.